Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed t-wave oversensing (twos) which resulted in the patient receiving inappropriate therapy. Follow up was conducted and it was disclosed that the patient was transferred to a different hospital. The lead remains in use. No further patient complications have been reported as a result of this event.